Manufacturer narrative:
This is a duplicate report of 1818910-2015-17984. This report, 1818910-2015-13108, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2015-17984.

Manufacturer narrative:
Additional narrative: the retained samples for smartset mv eo, pc:(B)(4), lot:3541399 were tested for dough time, setting time, handling characteristics and mechanical properties. The fmea and IFU have both been reviewed. Implant loosening is a known risk with the use of bone cements and the risk is highlighted in both documents. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain and tibial tray loosening. Loosening occurred at cement implant interface. Cement was manufactured by depuy.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 05/12/2015 - the patient's medical records were received. The medical records were reviewed for MDR reportability. According to the medical records, upon revision the patient's tibial sleeve appeared to have some motion and was removed. At this time the sleeve is being added to the complaint and reported.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.